Event description:
It was reported patient was experiencing ineffective therapy of the drg system and diagnostics confirmed that two of the three leads exhibited high impedances and as such surgical intervention may ne pending to address the issue.

Manufacturer narrative:
B3-date of event is estimated. The allegation is against 2 of 3 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: kit implantable slim tip lead, 50cm, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 8047895.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information reported patient underwent surgical intervention on (B)(6) 2025, wherein the drg ipg was explanted and the leads were left remained implanted. Further surgical intervention is pending to address the issue.

Manufacturer narrative:
A possible lead migration was reported to abbott. The physician reviewed the x-rays and stated leads may have fractures. It was also determined the patient had impedance/ ineffective therapy. No intervention is scheduled at this time. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. In an update posted 06 feb 2025, it was reported the patient was no longer having her drg system revised and was going to be scheduled for an scs trial instead. On (B)(6) 2025 it was reported since the patient was planning on doing a trial for scs, the issue will be closed and can be reopened as needed. As of 05 nov 2025, surgery had not been scheduled. On 11 nov 2025 the rep was informed as nothing was scheduled at the time the record will be closed. The record can be reopened if new information is received.